Manufacturer narrative:
At this time the product remains in service. If additional information becomes available this report will be updated as necessary.

Event description:
Boston scientific received information that this patient was suffering pain from the positioning of the pacemaker. A revision procedure was done to move the device away from the clavicle. The patient feels better now. To date, there have been no additional adverse patient effects reported.